Event description:
It was reported that patient presented in-clinic after receiving a vibratory alert. Device was found to be in backup vvi mode. Attempts were made in restoring the device but were unsuccessful. Device was explanted and replaced with no complications.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of a session record indicated that a power-on reset occurred during hv therapy delivery. The device was tested on the bench, and no anomaly was found. The cause of the power-on reset could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.